Manufacturer narrative:
(B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). It was confirmed that there were cracks at the venous sides of the housing. According to the customer's report a roller pump was used and the oxygenator worked fine up to six hours. The event occurring so soon after the six hour period appears to be a more isolated case. In the past, we have received info where cracks were observed only after several days of use, which is contrary to our oxygenators hmod 2030 and beq-hmod indications for use, which sites use up to six hours. We have tried to simulate this failure in the laboratory with long term tests using the roller pump. The tests of four oxygenators ran with roller pumps during 20 days at a temperature of 37 degree c, a pressure of 500 mmhg and a water flow of 4 1/min. No cracks could be observed after and during running the tests. Therefore, the root cause could not be confirmed. However, we are confident that the most probable root cause for these cracks is the prolonged use in combination with using a roller pump, where the oxygenator may become stressed due to pulsation over time. Our basis for this is that maquet cardiopulmonary (B)(4) has (B)(4) certified systems for long-term use outside the u.s. Which only include centrifugal pumps rather than roller pumps and problems with cracks are not known with these special tubing sets. We believe that this type of failure can be avoided in the future by the customer's adherence to the product's instructions for use which specifies that the utilization period is restricted to six hours. (B)(4).

Event description:
Oxygenator developed crack on the housing after six hours of use. The pressure was 296 mmhg, the flow was at 6.5 l/min. The equipment was changed out. There were no leaks noticed. Although the pt required CPR during the placement of the new quadrox d there were no adverse effect to the pt. (B)(4).